Event description:
It was reported that during patient use in the intensive care unit, the foley catheter came out. When a different product was used on the same patient, it also came out.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. Received (8) photo samples. Visual evaluation of the returned eight photo sample noted 2 opened, used silicone foleys. Visual inspection of the first photo sample of the first catheter noted the ziplock bag with the record number. The second photo of the first catheter shows the overview of the foley catheter along with the syringe. The third photo of the first catheter shows a close up view of the trifurcation site along with a pink arrow pointing to the trifurcation joint. The fourth photo of the first catheter shows the inflation valve or cap with product information (ngkq3991). The fifth photo of the first catheter shows the packaging the catheter came in. The first photo of the second catheter shows the overview of the foley catheter. The second photo of the second catheter shows a close up view of the tip of the catheter. The third photo of the second catheter shows the inflation valve or cap with product information (ngkn3119). The reported failure is inconclusive as the photos provided could not be tested to confirm the reported failure mode. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use in the intensive care unit, the foley catheter came out. When a different product was used on the same patient, it also came out.